Manufacturer narrative:
A1 patient identifier: sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat troponin-I and provided the following data for two (2) patients: sample ID (B)(6) initial result was 0.44 and repeat result was 0.02 (customer reference range is = 0.03 ng/ml) sample ID (B)(6) initial result was 1.07. This result was released to chart and was corrected with repeat result of <0.01. There was no reported impact to patient management.

Manufacturer narrative:
The architect i1000sr, serial # (B)(6) was evaluated. It was determined that the valve, manifold kit and heater, trigger pre-trigger required replacement, which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant results. A review of tracking and trending did not identify a trend for the valve, manifold kit and heater, trigger pre-trigger or the architect system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the valve, manifold kit and heater, trigger pre-trigger as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely elevated architect stat troponin-I and provided the following data for two (2) patients: sample ID (B)(6) initial result was 0.44 and repeat result was 0.02 (customer reference range is = 0.03 ng/ml) sample ID (B)(6) initial result was 1.07. This result was released to chart and was corrected with repeat result of <0.01. There was no reported impact to patient management.